Event description:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The patient alleged the meter would not power on; however this complaint was not reproduced during product analysis testing. The meter was able to be fully charged and powered on successfully. A secondary issue was discovered in that the spc pin 2 was dirty and had dried blood under it. There was no patient injury associated with this issue.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The patient alleged the meter would not power on; however, this complaint was not reproduced during product analysis testing. The meter was able to be fully charged and powered on successfully. A secondary issue was discovered in that the spc pin 2 was dirty and had dried blood under it. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.